Event description:
Related manufacturer report number: 2017865-2022-22309. During implant, decreased pacing impedance was observed on the right ventricular (rv) lead. The physician attempted to evaluate the rv lead values using a pacing system analyzer but was unable to disconnect the lead from the device due to the set screw being unable to be loosened. The event was resolved by explanting and replacing the device and rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event ventricle setscrew could not be loosened to remove the right ventricular- lead was confirmed. Analysis revealed the user of the torque wrench stripped the right ventricular- setscrew. After the setscrew is stripped the setscrew cannot be loosened with the torque wrench. Analysis did not find any setscrew anomalies that would cause the stripping of the setscrew. The user stripped the setscrew from incorrect use of the torque wrench. Electrical testing was performed on the device. The device functioned normally and passed all testing. The lead impedance anomaly was not device related.